Manufacturer narrative:
The customer reported the issue of the autopulse platform displayed user advisory (ua) 12 (lifeband not present) error message was confirmed during the archive review but not during the initial functional testing. There were no device deficiencies found during evaluation of the platform that could have caused or contributed to the reported complaint. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Visual inspection was performed and found damaged front enclosure, unrelated to the reported issue. To remedy the damage, the front enclosure was replaced. The autopulse platform is a reusable device and was manufactured in october 2007 and is 12 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. The archive data was reviewed and contained user advisory (ua) 12 error message around the reported event date, thus confirming the reported complaint. User advisory error messages are designed into the platform when one of several conditions is detected. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. Following the service repair, the platform was tested with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient and passed all functional testing criteria and met all required specifications.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message. No patient involvement.